Manufacturer narrative:
Upon receipt, external visual inspection by boston scientific's post market quality assurance laboratory identified minor scratches on the titanium casing. All of the seal plugs were intact and all of the set screws operated normally. The device was successfully interrogated and was associated with a battery status indicator of end-of-life (eol) with a monitoring voltage of 2.45 volts. Eol was triggered by the device post-explant. A review of device memory noted no resets or fault codes. The only remaining recorded episode (tachycardia arrhythmia) from 2007 occurred on (B)(6) 2007. The device was put through and passed therapy verification testing. It was concluded that this device performed normally throughout laboratory testing.

Event description:
Boston scientific received information in (B)(6) 2007 from boston scientific's technical services (ts) that this patient had called to report that his pulse rate was in the 40 bpm range as measured from their latitude blood pressure monitor. The caller was instructed to contact their physician and was transferred to latitude patient support. To date, the device/lead system remains in-service and no intervention has been reported. This event will be reopened if additional information is received. Boston scientific received additional information that this patient is no longer being followed in (B)(6). The patient will be followed by a cardiologist in illinois. A clinic in (B)(6) is not currently listed in latitude for this patient. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2012. The device was received in boston scientific's return products department.

Manufacturer narrative:
The device is currently undergoing laboratory testing.